Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 4 years remaining longevity. During the recent check, the device showed three and a half years remaining longevity. The patient was not in atrial fibrillation (af). Boston scientific technical services (ts) discussed this could be due to rounding. As of this time, the device remains in service. No adverse patient effects reported. Additional information received which indicated that this device was depleting normally. Moreover, the drop in the longevity was due to the calculation transitioning from hardware based to voltage based depth of depletion. That referred to as a voltage blending and this is not a malfunction. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker previously showed 4 years remaining longevity. During the recent check, the device showed three and a half years remaining longevity. The patient was not in atrial fibrillation (af). Boston scientific technical services (ts) discussed this could be due to rounding. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.